Event description:
St. Jude medical was notified that the physician elected to explant the device when low battery voltage was observed. No diagnostics or device charge history were available to determine if this is normal behavior.